Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(4). This medwatch report is filed on behalf of sorin group v. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that when the s5 roller pump was turned on, the touch screen went black. The clinician power cycled the pump but the touch screen did not regain functionality. It was determined that the pump was still operable and so it was used for suction during the procedure. The case was completed with no consequences to the patient.